Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shocks, the lead exhibited high and out of range pacing impedance, loss of capture at max output and fracture. Fluoroscopy revealed externalized conductors. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shocks for supraventricular tachycardia (svt). The implantable cardioverter-defibrillator was not programmed appropriately. The physician did not allege malfunction on the device. The lead exhibited high and out of range pacing impedance and loss of capture at max output. Fluoroscopy revealed externalized conductors. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after procedure.